Event description:
Reportedly, the contact stated that the tubing bent in the case that was being used and stated that it was most likely the cause of the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer reported a blood glucose level of 464 mg/dl and it was addressed with boluses via the pump and a manual injection. Reportedly, the customer changed the cartridge, infusion set, and site.